Event description:
A third party service ctr received info alleging a ventilator was alarming "service required". There was no pt harm or injury.

Manufacturer narrative:
During the eval of the device at the third party service ctr, a failure related to the sensor board was observed. The device's sensor board was replaced to address the issue.